Event description:
It was reported that technical services (ts) was contacted regarding automatic mode switch (ams) episodes on the implantable cardioverter defibrillator (ICD). Ts identified that there was far r-wave oversensing present in the episodes. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that programming changes were performed and there were no patient consequences.